Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to end cap broken off. The motor passed motor test. No compromised force sensor system alarm noted during testing. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the insulin was squirting during manual prime process. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.